Event description:
Philips received a complaint on the defibrillator indicating that the device had alarm issues. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
According to the available information, the fse visited the customer site, assessed the device, and confirmed an alarm issue. An operational test was conducted and passed successfully. After verifying that the device's functions were normal, the system was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no fault found. The reported problem was confirmed.